Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a patient with an implantable neurostimulator (ins) for spinal pain. The patient was shocked two months after being implanted so they shut off their system and haven't charged it since. The rep was at the clinic today and the healthcare professional (hcp) pulled them in to see the patient for their dead battery. The ins was overdischarged. The rep noted that they were seeing this patient at a different clinic than they had their stimulator implanted with. This is the first they were notified of issues with their stimulator. There were no environmental/external/patient factors that may have led or contributed to the issue. The rep would need to do a trickle charge. The patient did not bring their equipment with them so the rep offered some dates and times they could work on the power on reset (por). The patient would get back to them. The issue was not resolved but the patient was noted to be alive with no injury. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-jan-08. They were unable to recover the ins. The patient is interested in a replacement which should be scheduled sometime in the next couple of months when things are less busy for the patient. This was confirmed with the account. No further complications were reported/are anticipated.